Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unspecified out of range defibrillation impedance. The lead was explanted and replaced. During the procedure, it was noted that the rv lead exhibited a break and failure to disconnect, and the right atrial (ra) lead exhibited failure to capture and a fracture. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of out-of-range high voltage impedance, the lead broke, and failure to disconnect were not confirmed. As received only the connector portion of the lead was returned in one piece. Electrical testing was normal. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received.